Event description:
Event verbatim (preferred term) (related symptoms if any separated by commas) severe burn with blister [burns second degree]. Did not check under the heatwrap during use [device misuse]. She could not sleep [insomnia]. Scars on her back [scar]. Case description: this is a spontaneous report from a contactable consumer or other non-hcp received via a non-clinical-study program, brand websites for division consumer healthcare (B)(6). A (B)(6) year old female pt of an unspecified ethnicity started to receive (B)(6) heatwrap ((B)(6) lower back and hip) from an unspecified date for an unspecified indication. The pt's medical history was not reported, and concomitant medications were none. Past product history included (B)(6) heatwraps ((B)(6) heatwraps) on an unspecified date in 2011 for an unspecified indication. On (B)(6) 2015, the pt reported that she bought two (B)(6) heatwraps for the back and applied one pad according to the instructions directly onto the skin for approximately 2 hours (reported as from 4 pm to 6 pm). When she took the pad off, she had severe burns with blister formation (12 blisters caused by the 16 heat cells) on (B)(6) 2015, which resulted in scars on her back in 2015. The pt mentioned she did not check her skin during use of the heatwrap. She reported that she had bought the heat wrap in (B)(6) but currently lives in (B)(6). The pt reported that while the instructions for use state that individuals beyond the age of 55 should not use the pad directly on the skin, she did not think this applied for her since she is only (B)(6). She reported that she suffered from massive pain due to which she could not sleep. The pt reported she did not consult to a physician and did not receive any medical treatment at the time of reporting. Action taken with the product was permanently withdrawn on an unspecified date. At the time of the report, clinical outcome was reported as not recovered/not resolved. The pt reported she was not pregnant and not in her menopause. Her skin tone was reported as very light and she denied having sensitive skin or any skin disorders. The pt regularly uses other heat-producing products in the wintertime but no intolerance to such products ever occurred. She did not exercise or perform any sports while using the product. The pt did not use any medications (including topical, otc or herbal) while using the heatwrap. Additional info has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): new info received from local pqc group includes: new event "scars on her back". Case comment: based on the info provided, a possible contributory role of the suspect device product to the reported events of burns with blister, scars, could not sleep cannot be excluded. This case meets initial serious, reportable 10-day EU/30-day FDA medical device report.